Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump presented an f-38 (malfunction in tube misloading detection circuitry) alarm. No additional information is available.

Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-38 (malfunction in tube misloading detection circuitry) alarm was identified during functional testing and the review of the alarm log. Power on self-test was performed. The cause of the condition was determined to be inoperative force sensing resistors (fsrs). The flo-gard infusion pump was taken out of service. Should additional relevant information become available, a supplemental report will be submitted.